Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asexf067 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in the (B)(6).

Event description:
It was reported tubing of ivad needle broke, leaking blood and fluid. No other information was provided.